Event description:
Case details: additional information received from guidant legal indicates the pt had expired 4-days post procedure from bowel ischemia. The procedural report indicates that the pt developed acute renal failure and their general status deteriorated. Exploratory laparotomy procedure was performed which revealed a gangrenous bowel. The ischemic insult was extensive and no bowel resection was performed. Discussion of the overall status of the pt with the family it was decided that only fluid treatment would be offerred.

Event description:
Jacket would not retract due to a figure 8 problem. Various attempts to free the jacket failed. Eventually the attempt to use the device was abandoned and the case was converted to open surgery.